Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is of-label usage of the device. On (B)(6) 2024, the cgm reading was low, no bg meter was done at the time of the event. The patient was in his room on that day, they did not hear anything from him for several hours, so one of the staffs in the home living facility visited her room and saw him already lying on the floor unconscious. He was brought to the emergency room immediately by the staffs. The medical staffs checked the bg reading which was around 700 mg/dl. He was treated with insulin. He was transferred to intensive care unit (ICU) because his oxygen level was low and already had a stroke. He was in life support for 3 days. He stayed at the hospital for over a month. At the time of the report the patient couldn´t move and needed 24 hours care. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f1202 disability. H6 health effect - clinical code - e0726 hypoxia.